Event description:
It was reported that the patient received six inappropriate shocks due to a potential problem with the wavelet template. It was noted that the shocks were due to the patient's long qt syndrome throwing off the match scored. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: implantable defibrillation lead product ID 6935 implanted (B)(6) 2013. (B)(4).